Event description:
As reported by the implanting physician, the patient had a pronounced septal bulge which caused the sapien valve to move aortic during deployment. The final position of the sapien valve was 70:30 aortic. Two paravalvular leaks (pvl) were noted and was quantified as moderate. A second sapien valve was implanted inside of the first a few millimeters more ventricular. The pvl was reduced to mild. Additional investigation revealed the following: the native annular diameter was 20.5mm by tee. The native aortic valve was moderately calcified and there was mild mitral annular calcification (mac). The image intensifier angle (iia) and the coaxial alignment of the valve and delivery system were both described as good. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss in pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, it appears that a pronounced septal bulge led to the valve moving aortic during deployment resulting in 70:30 aortic positioning and subsequent pvl. The pvl was mitigated by the placement of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.